Manufacturer narrative:
The vyaire technical support evaluated the device and found out that the luer ports have broken off due to a too high mechanical force added to the port. The root cause has been determined as user fault due to rough handling.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. The suspected device's accessory was being used for several days until the reported issue occurred. Rough handling is not an issue after replacement of the flow sensor. At this time, there is no information regarding the log files of the device. The flow sensor is still under investigation. Therefore, no definitive root cause can be determined.

Event description:
The customer reported defective/broken flow sensors. The device was alarming with "tidal volume high" while patient was stable. A whistling noise was heard and the breakline was identified at the flow sensor. The ventilation continue working as intended with no further alarm. The end user successfully replaced the flow sensor during ventilation on a patient. The issue resolved afterwards. There is no patient harm with this reported issue.